Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI #: (B)(4).

Event description:
It was reported that during removal from the patient, the balloon system on the distal tip of the swan ganz catheter detached from the catheter. The scrub assist inspected the device after removal to find clean detachment zones on the catheter, so the balloon remnants were presumed to be in the patient¿s body; however, a CT angiogram of the pulmonary tree did not indicate any foreign body migration to the pulmonic system. The patient was then discharged, per physician¿s order, and a follow up with the physician will commence. Patient demographics have been requested and are not yet received.

Manufacturer narrative:
Our product evaluation laboratory received one model 131f7 catheter with a monoject limited volume syringe and a damaged non-edwards introducer. The catheter balloon was found to be torn from the proximal and distal bonding sites. The central area of the balloon latex was missing and was not found in the returned introducer. Bonding indication and residual latex were observed from the distal and proximal bonding sites. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from the catheter body and returned syringe. The catheter was received with a non-edwards introducer. The introducer hub was damaged and the sheath body was detached from the hub. Additionally, the sheath body was completely torn along the body. The customer report of "balloon detached from the catheter" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. A medwatch report was received by edwards under uf/importer #: (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.